Event description:
It was reported that insulin gauge displayed on pump was sometimes incorrect when cartridge was first loaded, leading patient to change and reuse cartridges. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting, and no additional information was received regarding the outcome of the event.